Event description:
It was reported that a device alarmed for a constant close door message. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the door not fully latched messages which were caused by loose upper link screws. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The link screws were replaced.